Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient charged the implanted neurostimulator the other evening and when the patient got up the next morning, they didn't have very good control of their left side. Caller said they tried to see where things were at using the two devices, but they could not get the devices to connect. Agent walked caller through resetting the communicator and handset. Caller then tried to connect to the dbs therapy app, but reported seeing no device response. Caller confirmed the blue and green lights were on the device. On the call it was discovered that the caller and patient were using the old handset with version 2.0. Caller was able to locate correct handset and pair the communicator with the device. Caller confirmed that therapy was off and stated that they were able to turn the therapy back on. Agent suggested that patient may want to charge ins battery more frequent to avoid battery depletion. The troubleshooting steps that were taken resolved the issue.